Event description:
It was reported the lead alert was triggered due to high impedance measurements. The physician was able to reproduce the impedance variable measurements at follow up. A lead fracture was noted. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): a partial lead was returned in segments. No anomalies were found. The defibrillation coil was distorted. There was blood/body fluid on the outer tubing overlay, which was melted and had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism sleeve head and on the helix/lobe mechanism. Visual analysis revealed there was apparent explant damage.